Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).

Event description:
The customer reported during the week of (B)(6) 2018. Two (2) patients were transferred from the operating room to the adult ICU. Both patients had a normal spo2 on their philips mx-800 with masimo, but the cardiac surgeon found that the arterial blood looked "blue." In 1 patient the po2 was 43. No patient impact or consequences were reported.